Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure, it was reported that the balloon r uptured at 250 psi. No further information is known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.